Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image issue where more glare even after iris settings were adjusted. The issue occurred during routine inspection by customer. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and it is unknown whether or not the new defects identified in the inspection or the phenomena pointed out by the customer can be reproduced. The most probable cause of the identified failures is cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the camera head had an image issue where more glare even after iris settings were adjusted. The issue occurred during routine inspection by customer. There was no patient involvement.